Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with cefepime (intraperitoneally, once daily, dosage not reported). The cause of the peritonitis was unknown. The patient was discharged after three days of hospitalization and cefepime treatment was discontinued. The patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number gd894956 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).